Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with non-sustained rv oversensing alert. Review of the egm revealed possible myopotential. Programming changes were recommended. No further information is available.